Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer's field service engineer (fse) revealed that the customer uses the prox port for the low pressure test. The fse informed the customer that he needs to use the bottom port to test the whole system. The fse performed troubleshooting on the unit and determined the exhaust port was loose. The fse secured the exhaust port to address the reported problem. The ventilator then passed the pressure testing. The device also passed performance verification testing and the ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is failing the low pressure test. There was no patient involvement.